Manufacturer narrative:
Patient's stickers were received and review of the compatibility matrix identified that all the components are compatible. Supplemental information indicates that the patient underwent a bilateral arthroscopic debridement 18 months after the primary tka. It is confirmed that the products were removed to place an antibiotic cement spacer to treat infection in the left knee. However, the surgical notes provided do not contain any detail about that particular removal procedure. Per the package insert of the femoral component, infection is a known potential adverse effect of the tka procedure. But, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10- 6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a two stage revision due to infection.